Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: gildess contraceptive pill. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and levothyroxine sodium (synthroid). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vag. Infect.,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection ¿ severe yeast infection"), ovarian cyst ("other injuries ¿ ovarian cyst"), endometriosis ("pelvic endometriosis"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("pain abdomen"), abdominal distension ("bloating") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (failed endometrial ablation and robotic assisted total laparoscopic hysterectomy with left oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, endometriosis, uterine leiomyoma and abdominal pain had resolved and the dyspareunia, vaginal infection, vaginal discharge, fatigue, vaginal haemorrhage, vulvovaginal mycotic infection, ovarian cyst, abnormal uterine bleeding, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, ovarian cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015 , (B)(6) 2015 ( as per pif) date of removal: (B)(6) 2019 (as reported) and mentioned essure removed? No. Gen. Abnorm. Bleed , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: vag. Infect., vag. Discharge, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Pathology test - on (B)(6) 2019: diagnosis: cervix, uterus, bilateral tubes and left ovary: benign cervix uteri. Multiple leiomyomas of corpus uteri and remnants of proliferative endometrium, 116 g. Benign resected right and left uterine tubes. Multi-cystic ovary, benign. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received: reporter information was added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: gildess contraceptive pill. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and levothyroxine sodium (synthroid). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vag. Infect.,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection ¿ severe yeast infection"), ovarian cyst ("other injuries ¿ ovarian cyst"), endometriosis ("pelvic endometriosis"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("pain abdomen"), abdominal distension ("bloating") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (failed endometrial ablation and robotic assisted total laparoscopic hysterectomy with left oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, endometriosis, uterine leiomyoma and abdominal pain had resolved and the dyspareunia, vaginal infection, vaginal discharge, fatigue, vaginal haemorrhage, vulvovaginal mycotic infection, ovarian cyst, abnormal uterine bleeding, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, ovarian cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015 , (B)(6) 2015 ( as per pif) date of removal: (B)(6) 2019 (as reported) and mentioned essure removed? No. Gen. Abnorm. Bleed , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: vag. Infect., vag. Discharge, fatigue diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Pathology test - on (B)(6) 2019: diagnosis: cervix, uterus, bilateral tubes and left ovary: benign cervix uteri. Multiple leiomyomas of corpus uteri and remnants of proliferative endometrium, 116 g. Benign resected right and left uterine tubes. Multi-cystic ovary, benign. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vag. Infect.,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection ¿ severe yeast infection"), ovarian cyst ("other injuries ¿ ovarian cyst"), endometriosis ("pelvic endometriosis"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("pain abdomen"), abdominal distension ("bloating") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (failed endometrial ablation and robotic assisted total laparoscopic hysterectomy with left oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, fatigue, vaginal haemorrhage, vulvovaginal mycotic infection, ovarian cyst, endometriosis, dysfunctional uterine bleeding, uterine leiomyoma, abdominal pain, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015. Date of removal: (B)(6) 2019 (as reported) and mentioned essure removed? No. Gen. Abnorm. Bleed , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: vag. Infect., vag. Discharge, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Pathology test - on (B)(6) 2019: diagnosis: cervix, uterus, bilateral tubes and left ovary: benign cervix uteri. Multiple leiomyomas of corpus uteri and remnants of proliferative endometrium, 116 g. Benign resected right and left uterine tubes. Multi-cystic ovary, benign. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs and medical records received: new events - abnormal bleeding (vaginal), infection ¿ severe yeast infection, abdomen pain, other injuries ¿ ovarian cyst, pelvic endometriosis, dysfunctional uterine bleeding, uterine fibroids, bloating, irregular periods were added. Reporter's information, patient demography, lab data, concomitant condition were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems: vag. Infect.,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection ¿ severe yeast infection"), ovarian cyst ("other injuries ¿ ovarian cyst"), endometriosis ("pelvic endometriosis"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("pain abdomen"), abdominal distension ("bloating") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (failed endometrial ablation and robotic assisted total laparoscopic hysterectomy with left oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, menorrhagia, dysmenorrhoea, endometriosis, uterine leiomyoma and abdominal pain had resolved and the dyspareunia, vaginal infection, vaginal discharge, fatigue, vaginal haemorrhage, vulvovaginal mycotic infection, ovarian cyst, dysfunctional uterine bleeding, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015 and (B)(6) 2015, (B)(6) 2015 date of removal: (B)(6) 2019 (as reported) and mentioned essure removed? No. Gen. Abnorm. Bleed , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: vag. Infect., vag. Discharge, fatigue diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Pathology test - on (B)(6) 2019: diagnosis: cervix, uterus, bilateral tubes and left ovary: benign cervix uteri. Multiple leiomyomas of corpus uteri and remnants of proliferative endometrium, 116 g. Benign resected right and left uterine tubes. Multi-cystic ovary, benign. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: pfs received- event outcome of bleeding/menorrhagia, pain, cramping, and fibroids and endometriosis were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vag. Infect."), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (surgery for removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015 and (B)(6) 2015. Date of removal: (B)(6) 2019 (as reported) and mentioned essure removed? No. Gen. Abnorm. Bleed , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: vag. Infect., vag. Discharge, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Events: gen. Abnorm. Bleed, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: vag. Infect., vag. Discharge, fatigue were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.